Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4), alleging inaccurately high results compared to another meter. This complaint was classified using the documentation from the customer care advocate (cca). The patient reported 5 minutes prior to the alleged issue she felt "weak." The patient reported on (B)(6) 2013 between 6-7am she obtained readings of "7.9mmol/l" compared to "5.9mmol/l" on a one touch ultra meter. The patient reported she manages her diet to control her diabetes and she normally tests her blood glucose once a day. The patient denied receiving any treatment in response to the alleged issue. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/13/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.